Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the pancreas approached the pancreas during a robotic laparoscopic distal pancreatectomy, the device was unable to fire. The stapler was exchanged but still was not able to fire. The surgical time was extended by less than 30 minutes. It was stated that two shells were used on the event. Another reload was used and complete the case. There was no patient injury.